Event description:
The subject device was used during the procedure of laparoscopic resection for colorectal malignant tumor. When the user attempted to seal a mesocolon, slight bleeding occurred since the sealing ability was insufficient. The procedure was completed with a spare device. The injury of the patient except the bleeding was not reported.

Manufacturer narrative:
Where it states in (describe event or problem) of the initial report "the procedure was completed with a spare device. The injury of the patient except the bleeding was not reported" is now changed to "the user treated bleeding and completed the procedure with a spare device." Where it states in (additional manufacturer narrative) of the initial report that "as the result of this evaluation, it is considered that the cause of this phenomenon was not the subject device itself, but the inappropriate output level that the user set" is now changed to "as the result of this evaluation, the exact cause of the reported event could not be conclusively determined at this time, but it was considered that there were not abnormalities of the subject device that could likely cause this phenomenon.

Manufacturer narrative:
The subject device was returned for investigation. A resonance frequency, amplitude, and electrostatic capacity of the subject device were measured, and all result of measurements met specification value. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is considered that the cause of this phenomenon was not the subject device itself, but the inappropriate output level that the user set. The instruction manual of the subject device mentions as below. Do not increase the ultrasonic output too much or too quickly. Otherwise, it may cause patient injury and/or equipment damage. Set an appropriate cutting and coagulation output level. This report is being submitted as a medical device report in an abundance of caution.